Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00961 / 00962).

Event description:
It was reported that during an ulnar collateral ligament repair procedure on an unknown date in (B)(6) 2016, two anchors would not deploy. A third anchor was used to complete the procedure without delay. No new holes had to be drilled and there was no delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. However, a conclusive root cause of the event could not be determined.